Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and found that the c-arm starts to move too fast and then does not move. Review of the system log file showed that there was failure in geometry module and disassembled geometry module couldn¿t recover. To resolve this issue, fse replaced geo module in different case (B)(4). The defective geo module was returned to philips for analysis and found that there was keypad failure. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the c-arm started to move too fast and then it stopped moving completely. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.